Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot number: unknown. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when setting up the nerve monitor for a surgery, the monitor initially worked but then displayed an error code indicating ¿emg disabled¿ a few minutes into the case. Switching to another box worked initially, but the same error occurred after a few minutes. Using a wired connection instead of wi-fi had the same result. Despite calling tech support and following their recommendations, the issue persisted. The machine had to be reset every few minutes to work temporarily, always passing the checks but failing to stay operational. User tried switching to a different wall power outlet. Re-establishing the connection by disconnecting and reconnecting the cable. Ensuring no cables crossed with the nim vital and checking for any electrical interference in the or. Despite these efforts, the problem continued intermittently. Rebooting and reconnecting the wire to the pi box helped temporarily, but the issue recurred. The muting clamp was not used. There was less than one hour delay in procedure. There was no patient impact.